Event description:
Related manufacturer reference number 1627487-2022-02549. It was reported that during an ipg replacement procedure (related manufacturer reference number 1627487-2021-00461) system diagnostics recorded high impedances. As a result, the leads were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.